Manufacturer narrative:
H10: of the three reported malfunction, three lot numbers were provided, a lot history review was performed. For two malfunctions, the devices were returned to the manufacturer for evaluation; however, photo and image were provided for two malfunctions. Additionally, for one malfunction device code material deformation was added and positioning problem code was added for another malfunction. For one malfunction, the investigation is confirmed for failure to expand and material deformation. For one malfunction, the investigation is confirmed for failure to expand and inconclusive for positioning problem. For the remaining one malfunction, the investigation is inconclusive for failure to expand. A definitive root cause for the reported event could not be determined. The devices are labeled for single use. H11: h6(results, conclusion). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model dl950j vena cava filter allegedly experienced activation failure including expansion failures. This information was received from various sources. This malfunction involved three patients with no consequences. The age, sex and weight were not provided for all three patients.

Manufacturer narrative:
Of the three reported malfunction, three lot numbers were provided, a lot history review will be performed. For two malfunctions, the devices were returned to the manufacturer for evaluation; however, photo and image were provided for two malfunctions. The company is still investigating the issue at this time. For the remaining one malfunction, the sample was not returned to the manufacturer for evaluation; therefore, the investigation is inconclusive for failure to expand. A definitive root cause for the reported event could not be determined. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model dl950j vena cava filter allegedly experienced activation failure including expansion failures. This information was received from various sources. This malfunction involved three patients with no consequences. The age, sex and weight were not provided for all three patients.